Event description:
Information was received that the patient received a full revision. Product return attempts were made for the explanted device, however it was stated that the facility discarded it and is therefore not available for return.

Event description:
It was reported that patient was seen in office and found there was high impedance and no adverse events had been reported. The physician left the device on. No surgical intervention has been reported to date. No additional relevant information has been received to date.